Manufacturer narrative:
(B)(4). No conclusion code available. The reported setscrew anomaly was confirmed in the laboratory. The v is-1 bi setscrew bore had excess epoxy that was believed to prevent the set screw from fully tightening.

Event description:
It was reported that during routine generator change-out procedure, is1 header port set screw was found to be loose. After fully tightening the set screw to fixate the is1 lead connector pin to header, connection was still loose that the lead can be pulled out. Device was not used and was replaced.